Manufacturer narrative:
The pump was received with intermittent buttons due to moisture damage on the keypad traces. There was no display ramping on its own anomaly noted. The pump was received with a cracked case at the display window corners, a minor scratched display window, and debris under the display window.

Event description:
The customer reported via phone call that he had a keypad anomaly on the insulin pump. Customer was trying to give himself a bolus and the numbers kept scrolling while he was trying to input his blood glucose. Customer's blood glucose was 160 mg/dl at the time of the incident. Customer had an issue with the up arrow and down arrow buttons. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.